Manufacturer narrative:
This is the same event as 3010536692-2016-00661 & 3010536692-2016-00663. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient suffering from mom complications left. Additional information received (B)(6) 2016. Allegedly the patient was revised due to the following mom complications: hip internally rotated; dislocation; metallosis with black stained synovial tissue; soft tissue debrided from around the acetabulum; metallosis and loose acetabular component.-(left).